Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited unstable thresholds following implant. The lead was partially explanted. No patient complications have been reported as a result of this event.